Manufacturer narrative:
(B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. The catheter was returned for analysis. Analysis of the catheter found coring/tearing/cuts in the seal which met the leak criteria. The pump memory indicated that the pump had been used to deliver morphine (7.5 mg/ml at 4.0052 mg/day) and bupivacaine (10 mg/ml at 5.34 mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer following a patient death on (B)(6) 2011. The cause of death was suicide. The device underwent routine analysis. The indication for use was non-malignant pain and failed back surgery syndrome.